Event description:
Patient with short bowel syndrome and tpn (total parenteral nutrition) dependence. Was infusing his pn (parenteral nutrition) over 16 hours using curlin pump and tubing, appropriately primed the tubing. In the morning while still infusing (~4h left in infusion), mom found him in respiratory distress (coughing, retractions, tachypnea), and on exam found IV tubing was filled with large air bubbles (mom estimates ~10 inches). FDA safety report ID# (B)(4).